Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended a software update and to report any problems with vent. Covidien was not authorized to service the device. (B)(4).

Event description:
A report from the USA was received with info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.